Event description:
During follow up for an unrelated liberty select cycler alarm, a contact for this peritoneal dialysis (pd) patient reported the patient was hospitalized for an unspecified infection. There was no specific allegation the event was related to a deficiency or malfunction of any fresenius product or device. Multiple attempts were made to acquire further details concerning this hospitalization; however, no additional information was obtained. As a result, the source and nature of this infection, medical intervention(s) required, hospital course and patient demographics remain unknown. Upon review of the information provided by the patient contact in the follow up, it was reported the patient presented to the outpatient clinic on (B)(6) 2024 due to the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The outpatient clinic initially suspected the source of the patient¿s inability to drain involved peritonitis (diagnosis not confirmed) and antibiotics were given prophylactically. When the patient presented to the outpatient clinic, they were unable to be drained by clinic staff. This prompted an emergency department visit leading to a hospital admission. At the time of the follow up, the diagnosis could not be determined, and the patient remained hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported the patient had a dialysis related complication, but it had nothing to do with the machine or any of their dialysis supplies. Additionally, it was stated [the infection] was unrelated to their machine or any other cause for concern. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection and hospitalization.

Event description:
During follow up for an unrelated liberty select cycler alarm, a contact for this peritoneal dialysis (pd) patient reported the patient was hospitalized for an unspecified infection. There was no specific allegation the event was related to a deficiency or malfunction of any fresenius product or device. Multiple attempts were made to acquire further details concerning this hospitalization; however, no additional information was obtained. As a result, the source and nature of this infection, medical intervention(s) required, hospital course and patient demographics remain unknown. Upon review of the information provided by the patient contact in the follow up, it was reported the patient presented to the outpatient clinic on (B)(6) 2024 due to the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The outpatient clinic initially suspected the source of the patient¿s inability to drain involved peritonitis (diagnosis not confirmed) and antibiotics were given prophylactically. When the patient presented to the outpatient clinic, they were unable to be drained by clinic staff. This prompted an emergency department visit leading to a hospital admission. At the time of the follow up, the diagnosis could not be determined, and the patient remained hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported the patient had a dialysis related complication, but it had nothing to do with the machine or any of their dialysis supplies. Additionally, it was stated [the infection] was unrelated to their machine or any other cause for concern. No further information was provided.